Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pe2285, and no non-conformance's related to the reported complaint condition were identified. Investigation summary: an opened box with twenty-seven unopened samples of product code j958h, lot # pe2285 were received for evaluation. The complaint sample was not received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no breakage needle were found.

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. During the procedure, the tip of the needle broke off in the patient. The tip was retrieved and found in the needle box. It was not reported how the procedure was completed. There were no adverse patient consequences reported.